Event description:
A customer contacted beckman coulter and alleged differences observed between the free t3 results generated by their unicel dxl 800 access immunoassay system and an alternate methodology (architect). The sample was repeatably within the reference interval on the dxi 800 but below the reference interval on the alternate methodology (architect free t3 method) at less than 1.0 pg/ml. The difference between the methods was greater than 3.0 pg/ml. No erroneous results were reported outside of the laboratory. There was no affect to or impact on patient treatment with regard to this event.

Manufacturer narrative:
Sample were collected in becton dickinson 13 x 100 mm serum gel tubes and centrifuged at 3500 rpm for 10 minutes at room temperature. Samples were processed on same day that they were drawn. No system, maintenance, qc or sample pre-analytical issues were noted. Service was not dispatched to the customer site in response to this event. A clear cause for this event could not be determined.